Event description:
It was reported that during a procedure, the pointed moveable jaw of the instrument broke off in the posterior fornix (vagina). The jaw which was broken off was not returned. Additional info has been requested.

Manufacturer narrative:
Conclusion: the instrument is in accordance with the specifications. We are unable to say what exactly the root cause of the breakage was. Due to the fact that both hinge pins have shorn off and based on the info on hand, our assumption is that the breakage was caused by an overstressing. Integra lifesciences corporation is filing on behalf of the initial distributor (B)(4). The manufacturer has been notified of the reported complaint. Additional info from the importer report: (B)(6) 2008. Malfunction.